Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: into uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), vaginal cyst ("vaginal cyst") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy - removal of right essure device on (B)(6) 2017). At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal cyst and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, vaginal cyst and vaginal haemorrhage to be related to essure. The reporter commented: preoperative and post-operative diagnosis: parous, desired sterility. Procedure: hysteroscopy with essure placement. Findings: normal endometrium, thinly occluded fallopian tubes bilaterally. Description of the procedure: left fallopian tube was occluded first by placing the essure device within the ostia. Gently providing pressure until the tube accommodated the device. The device was loaded to the black band. Sleeve was retracted. Gold bar was visualized and the device was deployed. There were 4 coils noted on the exterior of the left fallopian tube. Right fallopian tube was performed in the same way, and there were 7 coils noted on the exterior of the os. No bleeding noted. Patient taken to the recovery room in stable condition. On (B)(6) 2017: operative procedure: procedure(s): hysteroscopy with d & c, polypectomy, procedure: hysteroscopy, polypectomy and d&c, pre-operative diagnosis: menorrhagia suspect endometrial polyp, post-operative diagnosis: menorrhagia and endometrial polyp. Findings: endometrial polyp of anterior right wall of uterus. Essure coil on the right within the cavity. Procedure: operative hysteroscope was then primed and advanced into the cavity. Operative blade was then advanced and polyp was removed. Remainder of the cavity was sampled using operative hysteroscopy. Essure coil on the right was transected by the blade. Additional fragment was removed with polyp grasper. Specimens were sent to pathology. Hemostatis was noted and all instruments were removed from the vagina. Patient was taken to the recovery room in good condition. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-apr-2020: previously reported "injury" was replaced by specific events: abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: into uterus, dysmenorrhea, vaginal cyst, abdominal pain and pelvic pain. Insertion date and extraction date were added. Essure insertion procedure and extraction procedure were described. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: into uterus') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c (for menorrhagia and pain) and menometrorrhagia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"), 4 years 6 months after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). On an unknown date, the patient experienced vaginal cyst ("vaginal cyst"). The patient was treated with surgery (hysteroscopy removal of right essure device on 20-apr-2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal cyst, abdominal pain, anaemia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, anaemia, device expulsion, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, vaginal cyst and vaginal haemorrhage to be related to essure. The reporter commented: preoperative and post-operative diagnosis: parous, desired sterility. Procedure: hysteroscopy with essure placement. Findings: normal endometrium, thinly occluded fallopian tubes bilaterally. Description of the procedure: left fallopian tube was occluded first by placing the essure device within the ostia. Gently providing pressure until the tube accommodated the device. The device was loaded to the black band. Sleeve was retracted. Gold bar was visualized and the device was deployed. There were 4 coils noted on the exterior of the left fallopian tube. Right fallopian tube was performed in the same way, and there were 7 coils noted on the exterior of the os. No bleeding noted. Patient taken to the recovery room in stable condition (B)(6) 2017: operative procedure: procedure(s): hysteroscopy with d & c, polypectomy. Procedure: hysteroscopy, polypectomy and d&c. Pre-operative diagnosis: menorrhagia suspect endometrial polyp. Post-operative diagnosis: menorrhagia and endometriai polyp. Findings: endometrial polyp of anterior right wall of uterus. Essure coil on the right within the cavity. Procedure: operative hysteroscope was then primed and advanced into the cavity. Operative blade was then advanced and polyp was removed. Remainder of the cavity was sampled using operative hysteroscopy. Essure coil on the right was transected by the blade. Additional fragment was removed with polyp grasper. Specimens were sent to pathology. Hemostats was noted and all instruments were removed from the vagina. Patient was taken to the recovery room in good condition. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in (B)(6) 2010: result: unknown. Ultrasound pelvis on (B)(6) 2015: history: bilateral pelvic pain x 6 weeks. Technique: real-time transabdominal scanning performed with images obtained of the region of the uterus, eldornetrium , ovaries and adnexa. Representative gray-scale and 2d transabdominal images obtained. Findings. Last menstrual period (B)(6) 27, 2015 uterus 11.2 x 5.8 x 7.6 cm (sagittal )( ap x transverse), not enlarged. Retroverted. Homogeneous echogenicity of myometrium nabothian cysts in the cervix . Curvilinear ecnogenic structures are seen in tie regions of the right an left cornua, new since prior examination raising the question of prior essure procedure endometrial complex: 0.6 cm in thickness, not thickened there are m3~ small echogenic fcci associated with the endometrial complex, new since prior examination, consistent with calcifications or foreign bodies. Right ovary : 3.5 x 1.9 x 1.9 cm, 6.8 cc , not enlarged. No abnormal cysts or masses. Left ovary: 4.0 x 2.2 x 2.2 cm, 9.9 cc, not enlarged. No abnormal cysts or masses. Pelvic fluid: trace amounts. Impression. No endometrial thickening there do appear to be calcifications or foreign bodies associate the endometrial complex further, patient appears to be status post a tubal ligation procedure, as detailed above .morphologically normal ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia, abdominal pain, fatigue, dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jun-2020: fup 3 and fup 4 processed together. Fup 4 - plaintiff fact sheet received. Reporter information updated. Other relevant history and lab data updated. Events: blood or heart disorder/condition type: anemia, tumor / teratoma / cancer type: ovarian cyst were newly added. Fup 3 quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.